Event description:
Meter name: ot profile, strip name: unknown, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: feeling dizzy, feeling low and then passed out. A patient reported they were treated by emergency medical system. Their meter had missing segments. The result on their meter was unknown due to missing segments. The result on the emergency medical system meter was 20 mg/dl. The time difference between patient's meter and ER meter was unknown. Treatment was 2 tubes of glucose and 2 bags IV fluid. No further information has been reported.